Event description:
The customer contacted stryker to report that their device displayed a white screen which can be indicative for a lock up condition of the device . In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was not returned to stryker for the evaluation. The reported issue was not able to be verified or duplicated. A cause of the reported issue could not be determined. The device remains with the customer. The customer purchased a new device. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen which can be indicative for a lock up condition of the device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.